Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"On (B)(6) 2025, a thoracic aortic endoprosthesis (ref: 28-m4-32-155-32s, lot no: b241107332) from terumo aortic was implanted in a patient with a type b aortic dissection. During partial deployment of the device, a release issue occurred, and the prosthesis was not positioned correctly. After several manipulations, the practitioner was able to place the endoprosthesis correctly. Number of patients affected: 1 number of devices involved: 1 is this type of incident mentioned in the manufacturer's instructions? No incident classification: other type of incident requiring reporting report status: n. Clinical consequences: extended operating time. No known clinical consequences to date." Patient outcome: "for the patient: device was eventually implanted correctly. The release handle was kept for analysis."

Manufacturer narrative:
All relevant device history records (dhrs) for the relay pro (m4) thoracic stent-graft system (28-m4-32-155-32s) with final assembly lot# b241107332, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on november 16, 2024. Ncr 19958 was opened as the relay pro endotoxin results for the week of 11/11/2024 had units fail per wi-0005 rev.19 specification of lal 20 EU / device. Per wi-0005 section 6.5.2 if any result does not meet the acceptance criteria, an ncr must be initiated, and the failure investigated. The issue addressed in the ncr is not related to the reported failure. There were no reworks in relation to this device. The patient underwent an emergency thoracic endovascular aortic repair (tevar) procedure on (B)(6) 2025, to treat a type b dissection. The event narrative indicated the physician encountered a deployment issue while implanting the relay pro nbs stent-graft (catalog # 28-m4-32-155-32s). The device was properly implanted after several manipulations of the delivery system. No patient harm was reported. A review of the device history records showed no issues were found during the manufacture of the device. The delivery system was returned for investigation under rga # 105476. Additional information was provided via email by (B)(6) on september 03, 2025: "[professor boufi] explained to me that during step 1, although the delivery system (ds) was fully advanced, a few millimeters of the graft were still caught in the outer sheath (when they shouldn't have been). After several maneuvers, advancing and retracting the ds by about 10 cm, the distal part of the graft was eventually released from the ds. He was able to implant the device in a good position, with a good result. The patient is doing well - no adverse impact in the end. Unfortunately, we don't have any images from the procedure, and no clinical specialist was present during the implantation (it was an emergency)." The additional information indicated the distal end of the stent-graft remained in the outer sheath while the deployment grip was fully advanced during advancement of the inner sheath in position 1. The returned delivery system was evaluated. Some damage was observed as the braided sheath within the main body and the primary sheath appeared accordioned/buckled. The delivery system was decontaminated and evaluated. To determine if slippage of the main or rear lockbody occurred during the procedure, the delivery system was switched to position 1, and the pushrod was retracted with a force gauge. No movement of the pushrod occurred as the lockbody was within specification of 50lbs. The delivery system was switched to position 2, and the pushrod was pulled with a force gauge. No movement of the pushrod occurred as the force gauge reached specification of 25lbs. The outer sheath likely became buckled while the physician attempted to advance the distal end of the stent-graft from the outer sheath. Without a clinical specialist present at the emergency case, user error could not be ruled out as a root cause. Without evaluating CT imaging of the patient's anatomy, patient selection could not be ruled out as a root cause. In conclusion, a review of the device history records showed no issues were found during the manufacture of the device. The root cause of the reported failure of difficulty advancing the secondary sheath out of the primary sheath could not be determined.